Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. Upon follow-up, computed tomography (CT) revealed an occluded left limb. Doctor elected to implant a competitor device to restore flow. Patient is in stable condition.